Manufacturer narrative:
Pending further follow-up and return of device for analysis. (B)(4).

Event description:
Agent reported a prometra pump that had error codes 114, 115, and exception #28 (no response from the pump). The error codes 114 and 115 were observed after the physician attempted to increase the daily dose. Agent reports that the physician then attempted to reprogram the pump and exception #28 (no response from the pump) appeared. Troubleshooting attempts were unsuccessful. The patient was admitted an in-patient for pressure sores unrelated to the pump when the error codes were observed. An increase in spasticity was observed. Pump was explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. An inquiry of the pump confirmed the error codes. Engineering attempted a soft reset of the pump, but it was unsuccessful. Programming of the pump was not possible while the error codes were present. An analysis of the pump's memory code confirmed an issue with the code. The code was found to be corrupted and the asic/processor was halted. The cause for these issues is that the battery is near eol. Internal complaint number: (B)(4).